Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® sst¿ tubes the lid/cap was broken. The following information was provided by the initial reporter. The customer stated: the ¿tube was broken or rather the tube was open and the water inside the tube was wasted."

Event description:
It was reported when using the bd microtainer® sst¿ tubes the lid/cap was broken. The following information was provided by the initial reporter. The customer stated: the ¿tube was broken or rather the tube was open and the water inside the tube was wasted."

Manufacturer narrative:
H6: investigation summary: material number: 365968. Lot: 1300555. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper function (decapping) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function (decapping). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.